Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 2 failed and device was not detected on bus. A field service engineer (fse) found main full height drawer 2 controller board failed. Further, the fse replaced drawer controller and tested them to resolve the issue. Additionally, the fse replaced backup battery, checked all cables and ensured it was in good condition and installed rear bumper kit and network plugs. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not detected and drawer was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.